Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the flow rate is not correct when set for 100 ml. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/3/2017.

Event description:
The customer reports the flow rate is not correct when set for 100 ml. No patient harm reported. No further information available at this time